Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture. Clarification to partial b3: nov2024 was provided. Clarification to partial d6a: 2007 was provided. Continued e1 phone number: +57()6014043107; (B)(6).

Event description:
Healthcare professional reported left side "rupture" confirmed via imaging. The device has been explanted and replaced.